Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, the teflon pad melted. There was no patient injury reported. The procedure was successfully completed using a different but similar device. Olympus made multiple attempts to gather additional information regarding the reported event but with no result.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported teflon pad damage. A visual inspection was performed and found the teflon partially torn; however, no metal was exposed. Char marks were also found on the remaining teflon pad. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The device passed the probe check. The root cause for the damaged teflon pad is most likely due to no tissue or insufficient tissue between the probe and jaw when the device is activated.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad and probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information or if the device is received at a later time, this report will be supplemented.